Event description:
During a ptca procedure, a clot was in the super sheath introducer sheath. It is further reproted the pt was sent to surgery for femoral embolectomy due to this clot. It is the physician's opinion that this was caused by the sheath, as this is the second occurence of this type that he experienced, both when using this model of sheath. The procedure was successfully completed with another device. Pt status is reported as 'ok'.